Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 2 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was implanted on central side of anterior and posterior leaflet (a2/p2). Before removing the steerable guide catheter (sgc), it was observed that there was concern for bidirectional shunt. It was decided to proceed with atrial septal defect (asd) closure. Asd was closed. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.